Event description:
A malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully reset the malfunction code before contacting support, resolving the issue.